Event description:
On (B)(6) 2012 this (B)(6) male underwent a hip replacement at (B)(6) . Under dr. (B)(6) . A stryker rejuvenate modular hip device was implanted. Pt became symptomatic with his hip. On (B)(6) 2014 he had hip aspiration and biopsy done. On (B)(6) 2014 pt underwent revision of hip and had stryker rejuvenate device explanted. Extensive debridement of the joint was done.